Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device had a possible malfunction or defect. The device had reached elective replacement indicator. The device was explanted and replaced. No patient complications were reported as a result of this event.